Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the chest on (B)(6) 2023 and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting treatment to chest represents off-label use in the united states.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment on (B)(6) 2023 to the abdomen using curve 150 (c150) and to the submandibular area using curve 80 (c80). The patient also received coolsculpting treatment on (B)(6) 2023 to the abdomen using cooladvantage coolcare and to the flanks using cooladvantage, coolcurve plus and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Concomitant product: coolsculpting upm device - serial number (B)(6), catalog number sa16787.